Manufacturer narrative:
Concomitant medical products: 5034 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a low voltage lead exhibited a polarity switch. The impedance values were noted to be within normal range. The lead remains in use. No patient complications have been reported as a result of this event.